Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high shock impedance measurements were observed on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead through the remote monitoring system. Additional information confirmed that all other measurements were normal and the physician verified this through the remote monitoring system. The physician will increase the patient's value as the shock impedance still is high. No adverse patient effects were reported. The device and lead remains in service.